Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that "on the device flange the eyelet on the left side facing the pt has broken". There was patient involvement. Adverse patient effects unknown.